Manufacturer narrative:
Investigation evaluation description of event: it was reported, after childbirth, the patient lost about 520 ml of blood. A bakri tamponade balloon catheter was used to treat postpartum hemorrhage [pph]. Prior to placing the device into the patient, water was injected into the balloon and the front end of the balloon was found leaking. The procedure was completed using another same type device. The patient did not require any additional procedures due to this occurrence. No adverse reactions were reported by the patient. There were no adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation in an open package. The device was leak tested, and lumen communication was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints involving leakage, associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, after childbirth, the patient lost about 520 ml of blood. A bakri tamponade balloon catheter was used to treat postpartum hemorrhage [pph]. Prior to placing the device into the patient, water was injected into the balloon and the front end of the balloon was found leaking. The procedure was completed using another same type device. The patient did not require any additional procedures due to this occurrence. No adverse reactions were reported by the patient. There were no adverse effects on the patient due to this occurrence.